Manufacturer narrative:
Concomitant medical product: other relevant device(s) are: a medtronic representative went to the site to test the equipment. Testing revealed that a 20 amp fuse needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system was not charging and was not able to be turned on. The site representative who called in was not able to confirm if the line power line on the mobile view station (mvs) was illuminated when plugged into the wall. This issue was discovered outside of a case with no patient present.